Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR " error message was confirmed based on a review of the archive data and during the functional testing. The root cause of the reported complaint was a communication error between the drive train motor and the processor pca board. The reported issue of the serial number is not readable was confirmed during the visual inspection. The UDI label was observed to be faded and likely attributed to user mishandling. The UDI label was replaced to address the issue. In addition, during the visual inspection, a cracked top cover, front, and bottom enclosures, and bent battery lock were observed. The observed physical damages were unrelated to the reported complaint and likely attributed to user mishandling such as a drop. The top cover, front, and bottom enclosures, and battery lock were replaced to address the physical damage. The autopulse platform failed initial functional testing due to the system error, out of service, revert to manual CPR error message displayed upon powering on, thus confirming the reported complaint. To remedy the issue, ap vision 3 software was used to clear the system error message. During further testing, the platform failed with the user advisory (ua) 20 (position out of range) which is not related to the reported complaint and was due to a defective integrated encoder and degraded clutch, which is likely attributed to normal wear and tear. The autopulse platform was manufactured in august 2013 and is almost 8 years old, well past its expected serviceable life of 5 years. The defective integrated encoder and degraded clutch were replaced to remedy the fault. During archive data review, a (ua) 139 (unable to hold compression position) error message was observed on the reported event date. Thus, confirming the reported complaint. Further review of the archive data showed the occurrence of user advisory (ua) 20 (position out of range) (ua) 04 (battery too low) error messages around the reported complaint date. These error messages are not related to the reported complaint. The (ua) 04 error was cleared by the user after the depleted battery was replaced. User advisory is a clearable error message. (Ua) 04 error message indicates that the battery remaining capacity drops below 250mah. To clear the error message, replace the battery and place the removed battery into the multi-chemistry charger (mcc). Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
The autopulse platform (sn (B)(4)) in complaint was returned to zoll on (B)(6) 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. In addition, UDI label was faded and the serial number was unreadable on the platform. Patient use information was requested but no additional information was provided, therefore patient use is unknown.